Manufacturer narrative:
Patient information was not made available from the site. On 04/19/2016 a medtronic representative, following-up at the site, reported the site used the medtronic t-handle to tighten the spine clamp down. There was no piece left inside the patient and it was confirmed on a post-op spin. The surgeon wiggled the clamp back and forth and it popped off. There was no impact to the patient. Return requested. Replacement spinous process short clamp shipped to site 04/19/2016. Medtronic investigation of returned suspect spinous process short clamp finds the retainer ring has been pulled from the tip of the adjustment screw and is missing. As a result, the screw is not attached to the clamp mechanism and cannot open the clamp. Backing off the adjustment screw to move it out of the way of the clamp mechanism will allow the clamp to be opened manually. It is still possible to close the clamp without the missing retainer ring. The freed adjustment screw will engage with the clamp mechanism as it is tightened closing the clamp. Otherwise, the clamp is in good condition. Pieces missing - failure mode: physical damage.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the site was unable to remove the spinous process short clamp due to the missing drive washer. The surgeon was unable to disengage the clamp and forcefully took it off. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier provided, all other demographics were declined by the site. Correction to initial 3500a: further information was received indicating that the aware date and event date occurred on (B)(6) 2016. Additional information: the rep was present during the surgery. The surgeon had difficulty removing the clamp; he disengaged the device and discarded it into the trash. The rep suspected this was a malfunction of the device and retrieved the device from the trash. No post-op spin was done. Nobody mentioned a ¿washer¿ during the case, and nobody suspected it was missing at closure. If the washer had fallen off during forced removal of the clamp, the rep suspects that it would have been sucked out during irrigation. The rep was unable to confirm if the clamp was missing the washer prior to surgery. The rep was unaware that the clamp was missing a washer until he met with the area sales manager (asm) on (B)(4) 2016. The asm was not present during the case and apparently miscommunicated during the initial call that it was confirmed on a post-op spin that no piece was left inside the patient. This hardware issue was documented in a medtronic navigation hardware anomaly tracking database.